Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly. The clips were not closing properly. Another same like device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the instrument was received with the floor broken. However, the device was tested for functionality and it fired the remaining clips as intended. While no conclusion could be reached as to how this damage had occurred, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Damaged floor.